Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device had a sticky trigger, insufficient/low power, and the reverse locking mechanism was blocked. Therefore, the reported condition that the device would not reverse was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not reverse, had component damage, the reverse locking mechanism was blocked, the device had a sticky trigger, insufficient/low power, and was leaking air. It was further determined that the device failed pretest for general condition, check reverse locking mechanism with the oscillating saw attachment, check for sticky trigger, check forward and reverse mode function, check power with the test bench, check starting behavior, and check for air leak. It was noted in the service order that the compact air drive device did not reverse when set in reverse and was engaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.